Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount and does no longer meet the specification for phase margin. It was tested on a generator and no error code was noted. The handpiece was disassembled and a torn acoustic isolator was found complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, there was an error code 5. Another like device was used to complete the procedure. No patient consequence reported.